Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer who reported visual smoke coming from network downloader (B)(4). The device was taken out of service, replaced at no charge and returning for investigation. There are no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/18/2017. The customer reported that network downloader (drn) s/n (B)(4) began to emit smoke when an analyzer was docked. Drn s/n (B)(4) was returned as "transfer" to flex. Based on material destruct order mdo # oct 2017-02, drn s/n (B)(4) was scrapped without any inspection or evaluation performed. A rocketware search spanning six months revealed one potentially related incident and no evidence of a trend. No deficiency has been identified.

Event description:
Na.